Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and replaced tether assembly (0997-00-0596). The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) the doppler will not retract. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h10, h11. Corrected fields: d5, e2, e3, g2, h4, h6 (component codes, investigation conclusion).